Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain dream station humid. The manufacturer received information that the patient alleging headaches and extreme nasal congestion. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed pil is unable directly address the symptoms outlined in the complaint. Observed minor stains and contamination on exterior of device and interior of humidifier chamber. Contamination was observed in the interior of the humidifier bottom plate. Unknown contamination was evident around the seal area of the heater plate. Presence of unknown contamination on exterior of dry box. Presence of unknown contamination found inside the flip lip seal. One arm of the humidifier latch spring was broken, evidence of liquid ingress observed on blower, cracks were evident in the area of the water tank heater pan secondary findings were not observed and there was one error code found. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed contaminant and evidence of liquid ingress in the device.